Manufacturer narrative:
Additional information 9, h3, h6 and h10: the device was received for evaluation. During functional testing, an faulty speaker - sound muffled was reproduced. Evaluation inspected the device and observed no audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an faulty speaker - sound muffled during testing at the biomedical service department. There was no patient involvement. No additional information is available.